Event description:
It was reported that the right atrial lead dislodged. P wave sensing was not present, an x-ray showed the lead in the superior vena cava (svc), atrial tracking was lost, and there was no bi-ventricular pacing. The lead was repositioned and remains in use. The patient was a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6935m implantable tachy lead (B)(6) 2013; 4298 implantable pacing lead (B)(6) 2013. (B)(4).